Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamers are dull.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Investigation summary :the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Complaint was received regarding quickset ace grater heads 56 mm stating: "the reamers are dull need replacing." No patient consequences. The instruments associated with this report were not returned. Follow up communication for product return was unsuccessful. Previous investigations for quickset acetabular grater heads with this failure have found the root cause to be wear out. Due to the nature of orthopaedic surgery, instruments can see a heavy level of stress. Unless there is clear evidence that instrument use was contrary to the communicated use of the device within the IFU and/or surgical technique, wear is considered from normal use. The additional information indicates that the reamer sets are "used everyday". Hence, the devices must see frequent use. However, with no more information and no instrument to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Continue to monitor complaints under post market surveillance sep-419. Update: february 26, 2019. Johnson and johnson canada reported the reamers are dull need replacing. Examination of the returned instrument confirmed the complaint; grater head cutting edges are dull. Visual examination also found some discoloring on the instrument. The complaint sample consisted of (1) 244000556 quickset ace grater head 56mm. A search of the complaint database found similar reports of dullness and the root cause was attributed to heavy usage and wear out. The discoloration is suspected to be from repeated cleaning cycles over time. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.